Event description:
The MFR's rep reported that the device was explanted due to "battery depletion" after an implant duration of 66 months. The pt was receiving fentanly via the drug pump. No pt symptoms were reported. A similar device was implanted during surgery. The device was returned to the MFR for analysis. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Final device analysis reveals motor gear shaft wear.